Manufacturer narrative:
Product event summary: analysis confirmed the reported event. The rf (radio frequency) head had no telemetry and failed all uplink amplitude tests. Rf head cable found out of electrical specification. It is noted the rubber portion of the rf head label was missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported there was difficulty in interrogating devices. The programmer head had to be held a certain way in order to do patient checks. The programmer head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.